Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Contrast media was present within the balloon and inflation lumen. A visual examination of the device found the stent had been deployed from the delivery system and was not returned for analysis as the stent was implanted. A visual and tactile examination found that the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was not folded which indicates that the balloon was subjected to positive pressure. As part of the device analysis, a recommended size guidewire was advanced through the tip of the device and exited the guidewire exit port without issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-02337. It was reported that catheter entrapment occurred. The target lesion was located in the non tortuous and a little calcified proximal left anterior descending artery. After a 0.014 luge guide wire crossed the lesion, a 4.00x16mm promus premier&#10259;tent was advanced and implanted in the lesion. An attempt was done to pull back the stent delivery system (sds) however it became stuck on the guide wire. Both the guide wire and the sds were removed together from the patient and the procedure was completed. Once outside the patient, there was resistance in withdrawing the sds but was able to be removed from the guide wire. No patient complications were reported.

Event description:
Same case as MDR ID 2134265-2015-02337. It was reported that catheter entrapment occurred. The target lesion was located in the non tortuous and a little calcified proximal left anterior descending artery. After a 0.014 luge guide wire crossed the lesion, a 4.00x16mm promus premier¿ stent was advanced and implanted in the lesion. An attempt was done to pull back the stent delivery system (sds) however it became stuck on the guide wire. Both the guide wire and the sds were removed together from the patient and the procedure was completed. Once outside the patient, there was resistance in withdrawing the sds but was able to be removed from the guide wire. No patient complications were reported.